Manufacturer narrative:
Initial reporter: this incident was notified to the FDA via medwatch ref 5058624. No reporter information was provided in this report. Therefore, (B)(4) was used as the reporter state as this is from where the medwatch was sent. Device evaluation: result - a sample was not received for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5169164. A manufacturing review reveals the defect was not influenced by preventive maintenance, calibration, or equipment. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. Of note, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the bd eclipse needle activated cover broke off when the nurse attempted to cover the needle, causing a needle stick. The needle was being used for injecting medication. No further information is available.